Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an extrusion of the implant on (B)(6) 2009, with perforation of the tympanic membrane. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
Per the clinic, the patient underwent a surgical procedure in (B)(6) 2009 (specific date not reported) for tympanomastoid obliteration. The implanted device remains. (B)(4).